Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: evidence of short battery life was observed in the pump's black box. The pump's electrical current draws were tested and were within specifications.